Manufacturer narrative:
Correction: d9. Additional information: h6 (update codes), h11. H11: a service history review revealed no indication that the parts replaced during service caused or contributed to the event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was received for evaluation. During evaluation, it was noted that the device was stuck in the baxter logo with the beacon light blinking red. The reported condition was verified. The cause of the reported condition was a defective user interface printed circuit board assembly (ui pcba). To resolve this issue the ui pcba will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) turned on, but the screen remained frozen. This issue occurred upon the power up of the device. There was no patient involvement. No additional information is available.